Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. He had two hospitalizations for heart failure just prior to implant and exhibited signs of functional decline. During the implant procedure a large hemoshield patch was applied to the exterior portion of the patient's mechanical aortic valve (av). Post-implant echocardiogram (echo) showed good implant position, good right ventricular function and slight aortic insufficiency despite the patched valve. Post -operatively the pt reportedly experienced "failure to thrive". The patient's mechanical av had mild-to-moderate leaking despite the intra-operative patch. He was anuric and was placed on continuous renal replacement therapy (crrt). He was reintubated after possible aspiration of tube feedings. His lactate dehydrogenase was consistently in the 900s iu/l. His lvad pump parameters were stable with estimated flows of 4.8l/min. The pt refused another surgical procedure and it was decided to perform a percutaneous repair. The pt had been on heparin since lvad implant in additional to coumadin with an inr of 2.1. The pt received vitamin k two days prior to the procedure. On (B)(6) 2014, upon the start of the procedure, echo revealed a very large thrombus in the right atrium of unk etiology. Prior echos reportedly did not show thrombus. A swan-ganz catheter had recently been removed and a perma cath place in the distal svc/ra junction, verified by x-ray. Aortogram showed the patch of the mechanical av done at lvad insertion had dehisced near the left coronary sinus; the patch was intact over the remainder (approximately 270 degrees) of the valve. Aortic insufficiency due to a wide open fixed posterior leaflet and an open anterior leaflet was noted. An amplatzer device was deployed above the mechanical valve but below the previous patch with an occluder; the other side of the device was on the other side of the patch (valve-amplatzer-patch-amplatzer). Post-procedure, aortogram showed occlusion of the valve with trace regurgitation. The lvad parameters were reportedly relatively unchanged throughout the procedure. On (B)(6) 2014, the pt's mean arterial pressure dropped requiring multiple pressors. Ultimately extracorporeal membrane oxygenation (ECMO) was initiated; however, high flows were unable to be achieved due to the right atrial thrombus. The pt then experienced profuse bleeding with possible heparin induced thrombocytopenia/disseminated intravascular coagulation (hit/dic) requiring 9 units of packed red blood cells. The pt was in full cardiogenic shock. Care was electively withdrawn and the pt expired.

Event description:
Additional information: it was reported by the account that the patient's lvad was functioning as intended. However, care was ultimately withdrawn and the patient expired on (B)(6) 2014. The device was not returned for analysis and no autopsy was performed.

Manufacturer narrative:
The pump was not explanted and therefore will not be available for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not explanted- explant date removed due to the device not being available for evaluation, a root cause for the reported event could not conclusively be determined. However the device¿s approved labeling lists device thrombosis, thromboembolic events, bleeding, and death as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.